Event description:
It was reported that a patient with diabetes experienced line blocked alarm during insulin therapy due to a kinked tube. After fixing the tubing, insulin delivery resumed. Blood glucose was 400 mg/dl, so a recommended correction bolus was given. There was a patient involvement and there were no additional adverse consequences.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.